Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned for normal battery depletion. The device failed longevity calculations during analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.